Event description:
The investigation identified the following malfunctions: watertightness is not maintained due to a perforation in the forceps channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, watertightness is not maintained due to a perforation in the forceps channel was identified. The tissue pad in the grasping section was intensively worn away. It is likely the causes due to some kind of stress such as damage or deterioration of parts. Since the device malfunction was confirmed during evaluation. Olympus will continue to monitor field performance for this device.